Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# (B)(6) serial# implanted: (B)(6) 2024.explanted: (B)(6) 2025, product type lead product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension product ID 3708660 lot# serial#(B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(6), ubd: 08-jun-2026, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 29-oct-2027, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 31-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s family reported a postoperative infection at the postauricular lead site, and the entire device system was explanted in (B)(6) 2025. Patient received a new implantable neurostimulator system in (B)(6) 2026.